Event description:
It was reported that the flexi probe was leaking . Therefore dignishield was removed before being positioned again. During the inflation of the balloon, the inflation connector came off. So, it was removed again and a new one was replaced. As per the follow up information received on 25nov2023, the balloon broke. It has been packed and there were faeces inside .

Manufacturer narrative:
The reported event was confirmed cause unknown. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used dignishield. Visual inspection of the sample noted the irrigation valve detached from the catheter. Noted the leak from the hole in the catheter from the detached irrigation valve. This does not meet specification which states "detached catheter arms (flush, inflation, & irrigation) are not allowed". A potential root cause for this failure mode could be "operation omitted due to missing or not clear manufacturing instructions". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Warning: there is a potential risk of misconnections with connectors from other healthcare applications, such as intravenous gastric applications. 1. Do not use if package is opened or damaged. 2. Do not use improper amount of type of fluids for irrigation or cuff inflations. 3. Do not over inflate retention cuff. 4. Single use only do not reuse. Caution, consult accompanying documents. Precaution: 1. Do not sterile. 2. If the catheter become blocked with solid particles, it may be flushed with water. Caution: FDA law restricts this device to sale by or on the order of a physician." Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the flexi probe was leaking . Therefore dignishield was removed before being positioned again. During the inflation of the balloon, the inflation connector came off. So, it was removed again and a new one was replaced. As per the follow up information received on 25nov2023, the balloon broke. It has been packed and there were faeces inside .

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "error of inspector". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the flexi probe was leaking. Therefore dignishield was removed before being positioned again. During the inflation of the balloon, the inflation connector came off. So, it was removed again and a new one was replaced.